Manufacturer narrative:
The device and lead remain implanted at this time. A boston scientific technical service consultant will reviewed the memory dump. A final report will be sent after information is received of the memory dump.

Event description:
Boston scientific received information that, the patient with this device and right ventricular (rv) lead experienced an atrial fibrillation (af) arrythmia and received an inappropriate anti-tachycardia pacing (atp) and shock therapy. The patient was then pharmacologically treated due to chorionic atrial fibrillation (af). During a routine follow up visit, the right ventricular (rv) lead had revealed a rise in pacing impedances greater than 125 ohms. The lead was then tested and an electrogram (egm) revealed saturated enlarged beats. All other measurements were stable and within range. A memory dump was sent into boston scientific technical services (ts) for an agent to review. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
The device and lead remain implanted. A boston scientific technical services (ts) consultant reviewed the data disk and discussed that the device has not faults and was functioning as programmed and all therapy delivered was appropriate. Review of the strips showed that during the shock lead impedance test the button was being held down continuously. This will cause the shock impedance test to repeat r-wave synchronously after the first asynchronous test. The saturation shown was also duplicated on the bench with the shock lead open. It was suggested that the physician evaluate the shock lead and its connection to the device. Also it was recommended that the physician perform shock lead impedance tested due to the shock impedance being greater than 125 ohms. This may be indicative for a possible lead conductor fracture or set screw issue. Out-of-range lead impedance measurements should be further investigated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.